Event description:
It was reported by svc report that there were sharp edges found on the broken front cover and the siderail cannot be latched up. No pt involvement or adverse consequences are reported.